Manufacturer narrative:
Concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that they had their device reprogrammed on (B)(6) 2018. The patient reported that both their implants were getting hot when charging and their skin would get red. The patient reported that it had happened before, but they did not remember when. The non-rechargeable ins got hot, but not as hot as the rechargeable. They may need a replacement. The recharger antenna was also damaged and there was a thermometer screen on the recharger. No further complications were reported or anticipated.